Event description:
It was reported that the user received an ¿unable to proceed¿ error when pressing and holding during a supply change after approximately 17 units were delivered, followed by a successful restart and dry run without supplies, and the user observed cloudy insulin with white bubbles, replaced the insulin, completed the supply change, and resumed insulin delivery; hyperglycemia was recorded with pump readings up to 360 and fingerstick 262, and the user uses a contact detach 23", 6 mm set. Symptoms included no clinical signs or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that a mechanical problem was identified during troubleshooting alongside the observation of compromised insulin quality, which resolved after use of new insulin and successful dry run to 120 with no supplies installed. It was concluded, based on previously established findings for similar reports, that the cause was manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.